Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "test failed" during 100 joule self test. Also when energy is being selected with the up and down button on the paddles, it will intermittently select opposite of what is being selected. Complainant indicated that there was no patient involvement in the reported malfunction.